Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an arcr procedure, the healicoil knotless anchor was broken when being inserted into the bone hole. All the broken pieces were removed from the patient, however it is unknown how. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on d9. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device shows the distal anchor has been broken off at the top of the inner threads. The top portion has been returned in a bag. The lower portion is still inside the insertion tool. The distal plug has been partially deployed and is half-way outside of the deployment chamber. The proximal anchor is still in place. A functional evaluation showed both insertion knobs move and deploy as intended. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the drawing found that the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports all broken pieces of the broken healicoil knotless anchor were removed from the patient, however, it is unknown how. No other complications were reported and no further impact to the patient is anticipated. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion. No containment or corrective actions are recommended at this time. H11: h2: correction on a1 (a1: patient identifier must be in blank, there is confirmation a patient was involved but there is no patient specific information), and b2.